Event description:
Patient had a revision on (B)(6) 2024 and was implanted with a 146-36-54cc inlay vitamin e, lateralisiert, ø 36, gr. 4 /a580909. The initial implant date is unknown. No further information is available at this time.

Manufacturer narrative:
H3: the most likely cause for the revision reported due to early prosthesis wear could include a number of variables including use error, implant positioning, implant size selection, and patient factors. Additionally, increased shelf oxidation resulting from the use of nylon vacuum bags without evoh could also have contributed to the wear. However, this cannot be confirmed as the devices were not available for evaluation and no clinical data was provided.